Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of stent migration. Blocks b3: date of event, and b5, have been updated based on the additional information received on december 23, 2025. Correction to block d4: lot number and expiration date.

Event description:
It was reported that a polaris ultra ureteral stent was used in a placement of double j catheter procedure. During insertion, it was noticed that one end of the catheter was damaged. It was also reported that the stent migrated. The procedure was completed with an alternate device and there were no patient complications reported. Additional information was received stating that the target anatomy location was in the ureter, the stent could not migrate from the ureter to the kidney, and the procedure was completed with another polaris ultra stent.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a010402 captures the reportable event of stent migration.

Event description:
It was reported that a polaris ultra ureteral stent was used in a placement of double j catheter procedure. During insertion, it was noticed that one end of the catheter was damaged. It was also reported that the stent migrated. The procedure was completed with an alternate device and there were no patient complications reported.

Event description:
It was reported that a polaris ultra ureteral stent was used in a placement of double j catheter procedure in the ureter. During insertion, it was noticed that one end of the catheter was damaged and was difficult to advance when attempted to push from the ureter to the kidney. The procedure was completed with an alternate device and there were no patient complications reported. Investigation of the returned device identified that the stent was buckled. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable investigation result of stent buckled material inside the patient. Block b5 and block h6, have been updated based on the additional information received on january 20, 2026. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent bladder coil was buckled and the tip was torn. The positioner was also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused buckle and torn on the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Device code a040601 captures the reportable investigation result of stent buckled material inside the patient. Block h11: correction to investigation analysis upon receipt at our quality assurance laboratory, this polaris ultra ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent bladder coil was buckled and the tip was torn. The positioner was also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused buckle and torn on the device, and also, could lead to stent/delivery system difficult to advance. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris ultra ureteral stent was used in a placement of double j catheter procedure in the ureter. During insertion, it was noticed that one end of the catheter was damaged and was difficult to advance when attempted to push from the ureter to the kidney. The procedure was completed with an alternate device and there were no patient complications reported. Investigation of the returned device identified that the stent was buckled.